Manufacturer narrative:
Updated sections: h2, h11. Additional information: the movements of the surgeon did scale appropriately to the instrument; however, the instrument did not move in the intended direction. The movement was reversed on the x and y axis. The issue was persistent; the customer tried restarting, re-docking, and checking connections.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a universal surgical manipulator test drive and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, that the movement of the master tool manipulator (mtm) was inverted when commanded, necessitating a conversion. The issue occurred immediately after the start of the procedure. In an effort to resolve the issue, the endoscope camera was reseated, and the system was power cycled, but the problem persisted. An intuitive surgical inc. (Isi) technical support engineer (tse) was then consulted and confirmed that the endoscope camera was positioned correctly in the vertical axis. The tse recommended adjusting the endoscope camera and attempting manual hand control assignment for further troubleshooting. Due to the time required for troubleshooting, the surgeon decided to convert the procedure to a laparoscopic approach. Additional ports were placed during the conversion, and the procedure was completed without further complications. The patient tolerated the conversion and did not experience any post-operative complications. The site has requested a field service engineer (fse) to visit for further system investigation.